Manufacturer narrative:
510 (k): k001330/k003608. Prod was not provided for investigation. The failure occurred intra-operatively. If a possible pre-damage might have been recognizable before the surgery is unclear. A final reason for the ceramic breakage cannot be determined. All bipolar instruments are checked before sale. Therefore we exclude a mfg related error. There are no hints for material or prod deviations. Most likely a mechanical overload situation let to the failure.

Event description:
Country of complaint: (B)(6). Intra-operative breakage of ceramic during lymphadenectomy. Fragment was not found. No delay in procedure.